Event description:
On (B)(6) 2009, the patient reported the cannula of his insulin infusion sets kink every time. He said he has cuts on his skin from trying to insert the infusion headset. He stated he tried to use an insertion device but did not like it as it hurt him. He thought that trying a different type of infusion set might help. Courtesy infusion sets were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.